Manufacturer narrative:
Additional information: b3.

Event description:
Information received a smithe medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 revealed "power lost" and "error message." No patient adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. The customer reported problem was confirmed. The investigation found no issues with the device losing power while on. However, the ehl was reviewed and confirmed the issue. According to the investigation, there were multiple "power lost while pump was on" errors. Investigator replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.